Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed isig readings but failed eis 1024 hz. Placed sensor under the microscope and found cracks on sensor gold trace (working and counter electrode). See attached file for results. In summary, the customer complaints of unexpected sensor alarms were not confirmed, however sensor failed 1024 hz. Found sensor damaged as seen under the microscope. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received change sensor alert and calibration not accepted alert. The customer was also experienced differences between sensor glucose and blood glucose levels. The customer reported no adverse event. The customer blood glucose was 180 mg/dl and sensor glucose value was 90 mg/dl at the time of incident. The event involved product(s) mmt-7040a. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 90 mg/dl and it is beyond 30% limit. The customer was advised to discontinue use of the device and the sensor will be replaced. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned.